Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2018.

Event description:
It was reported that the patient was experiencing pain in the pocket site and was uncomfortable when sitting and lying down. It was also stated that the patient had difficulty charging due to ipg flipping in the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned. The patient was doing well postoperatively.